Event description:
It was reported that the pump shutdown due to the customer not charging the pump battery. The customer¿s blood glucose (bg) level was ¿high¿; however, a specific bg value was not provided. A bolus was delivered to address bg level. Reportedly, the pump was plugged into a power source to charge and was turned back on.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.